Manufacturer narrative:
(B)(4): evaluation results: a lens order search was performed and no similar complaints were found within the same work order. Medical review - raised intraocular pressure (iop) requiring intervention is a labeled adverse event in the implantation of the visian icl. Surgeons are warned not to perform this procedure in patients with an acd < 3.0mm and gonioscopic angles less than grade ii. This complication is generally due to inadequate peripheral iridotomies, excessive lens vaulting, or pigment dispersion due to constant rubbing of the icl with the posterior surface of the iris. There is an increased risk of this event if the icl was implanted in patients with a gonioscopic angle that is < grade ii and in patients with an acd <3.0mm. This lens is also contraindicated in patients with a history of glaucoma. Conclusions - no conclusion can be drawn. Based on the complaint history and work order search and medical review, an specific root cause of the event could not be determined. (B)(4).

Event description:
It was reported that the patient had a micl 12.6mm implantable collamer lens implanted in the left eye on (B)(6)2010. As part of the post market study, the patient reported experiencing high pressure after surgery. Patient was prescribed eye drops for less than three months. Then further laser procedure done to relieve pressure. The icl remains implanted. Further information has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when further information is available. See MFR#2023826-2010-01050 for the right eye.